Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation. The device was received with a cracked tank cover. There was wear and tear on the enclosure. The customer reported product problem was confirmed. The device went into an over-temperature state after it was powered on. The device was out of calibration. The device was not repaired due to the age and condition of the device. The device was deemed to be beyond economical repair and was scrapped as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Manufacturer narrative:
Additional information was received that the event occurred in (B)(6) 2019, the green light illuminated upon power up, and the issue occurred during testing.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer alarms overtemp at power up. No adverse effects were reported.